Manufacturer narrative:
The product was new. The wire was not removed from the dispenser by the distal floppy end, and prior to use, the wire was not kinked or damaged in any way. The wire was not re-shaped by the user. Prior to the event, the wire was not used for treatment of another lesion. The lesion was not a chronic total occlusion (100% occlusion for > 3 months), but was thrombotic total occlusion. A "drilling" or "jack-hammer" technique was not used to recanalize the vessel. The wire tip was visible on fluoroscopy throughout the procedure. There was no difficulty tracking the wire through the vessel, lesion or friction. The wire behaved "normally" (the torque response was good), and there was no resistance/friction between the wire and other devices. The wire did not kink while being used, and was not advanced through the struts of an existing stent. The wire tip did not prolapsed during placement or remained prolapsed during treatment. The wire tip advanced into the distal vasculature, and the wire did not become fixed or caught at any time prior to the event. The current status of the patient was stable. The patient's age was unknown, but was a female. The target lesion was (B)(6) distal (rca) right coronary artery. The lesion was a de-novo, thrombotic total occlusion, and slightly tortuous, but was not calcified. There was 100% stenosis. It was an emergent case due to ami. The product was clinically used and will be returned for analysis. The product was checked outside the patient prior to use and there was no anomaly observed. The distal portion of the gw was not pre-shaped by the physician. Physician's comment: the possible cause of the loosen and extended coil wire of the gw was because the ivus catheter was automatically pulled back using a pull-back device while the coil wire of the gw might have become caught on the marker band inside the inner lumen of the ivus catheter. The cause of the separation of coil wire was unknown. Concomitant medical products: gw: runthrough; gc: taiga 6f al0.75, axess 6f al0.75; bc: lapis blue 3.0/15mm; stent: s-stent 4.0/15mm; other: eliminate, atlantis pro. Lake region lot number 01796026-cordis lot number f0510746. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01796026. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coronary intervention, an atw marker wire unraveled and fractured. No part of the wire was left in the patient and no injury occurred. The target site in the distal rca was not calcified but was a thrombotic total occlusion (100%) and was slightly tortuous. It was an emergent case due to acute mi. The atw crossed the lesion and clot aspiration and balloon dilatation (lapis blue: 3.0/15mm) were conducted. When an ivus catheter (atlantis pro) was delivered to the target lesion, the distal tip crossed over the distal end of the gw once, "but soon the distal tip was pulled back and ivus was conducted". After the ivus was completed, the coil wire of the atw was confirmed to have become loose and extended. The physician retrieved the wire from the patient without friction but the coil wire separated from the core wire and only the core wire was removed from the patient, leaving the coil unraveled into the patient. The proximal edge of the separated coil wire was placed in the distal portion of the guide catheter (taiga 6f al0.75) and the lapis blue balloon catheter was inserted to the distal portion of the guide catheter and inflated to hold the remaining coil wire between the guide catheter and the balloon catheter. Then, the remaining coil wire was safely retrieved from the patient with the guider and balloon as a single unit. The procedure was successfully completed with other products. The product was checked outside the patient prior to use and there was no anomaly observed. The distal portion of the gw was not pre-shaped by the physician. The physician commented that "the possible cause of the loosen and extended coil wire of the gw was because the ivus catheter was automatically pulled back using a pull-back device while the coil wire of the gw might have become caught on the marker band inside the inner lumen of the ivus catheter. The cause of the separation of coil wire was unknown." One non-sterile atw .014 str floppy 195cm was returned for analysis coiled inside of a plastic bag. The distal section was unraveled, stretched and fractured. The detached section of the coil tip was received inside of a small plastic bag; this section presented an elongated and unraveled condition. No other anomalies were found on the unit. The guide wire was inspected under a microscope and no anomalies were found, other than the damages found in the distal section. Sem analysis showed that the flat core wire fracture surfaces presented evidence of bending and smearing characteristics. Reverse bending and/or pulling could be related to these surface characteristics. Cutting was discarded as a root cause by comparison with a sample cut by the engineer. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint was confirmed; however, there are no indications that this was related to the manufacturing process. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product nor sem analyses suggest that the failure could be related to the guidewire manufacturing process. The atlantis sr pro directions for use provide the following guidance for guidewire selection and use: note: guidewires that provide more stiffness near the distal tips are recommended. Caution: never advance the distal tip of the imaging catheter near the very floppy end of the guidewire. This part of the guidewire will not adequately support the catheter. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop which the catheter may drag along the inside of the vessel and catch on the guide catheter tip. If this occurs, it will be necessary to remove the catheter assembly, guidewire, and the guide catheter together. If the catheter is advanced too near the end of the guidewire, advance the guidewire while holding the imaging catheter steady. If this fails, withdraw the catheter and guidewire together. Review of the available information indicates that procedural factors and device handing may have contributed to the event. No actions will be taken at this time.

Event description:
The atw marker (gw) guidewire crossed the lesion and aspiration and (poba) plain old balloon angioplasty with a lapis blue (bc) balloon catheter (3.0x15mm) were conducted, an ivus catheter (atlantis pro) was delivered to the target lesion, once the distal tip crossed over the distal end of the gw, the distal tip was pulled back and ivus was conducted. After the ivus was conducted, the coil wire of the atw (gw) guidewire was confirmed to have become loose and extended. Therefore, the physician retrieved the gw from the patient without friction, but the coil wire separated from the core wire and only the core wire of the gw was removed from the patient. The core wire was not separated. The separated coil wire remained in the patient and the proximal edge of the separated coil wire was placed in the distal portion of the (gc) guiding catheter (taiga 6f al0.75). Therefore, the lapis blue balloon was delivered to the distal portion of the gc and inflated in order to hold the remaining coil wire between the gc and the bc. Then, the remaining coil wire was safely retrieved from the patient with the gc and the bc as a single unit. To finish the procedure, a gc (axess 6f al0.75) was engaged and a gw (runthrough) crossed the lesion and then a (bms) bare metal stent s-4.0x15mm was implanted at the target lesion. Ivus was conducted and the procedure was finished successfully.